Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "undetermined failure". (B)(4)

Manufacturer narrative:
The reported condition of not functioning was confirmed and reproduced due to separated motor. The motor was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
The facility representative reported an infusor pump with a condition of not functioning it is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available. During device evaluation a constant alarm was received after the pump started to run causing an interruption of delivery.